Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a stenosed aortic native valve, upon 1/3 deployment the valve dislodged toward the ventricle. The patient became hypotensive and the valve was repositioned to an appropriate depth and continued to deploy to 2/3. The blood pressure did not recover and cardiopulmonary resuscitation (CPR) was initiated with no change. Cardio pulmonary bypass (cpb) was performed and the valve was fully deployed. The depth was 8 to 10 mm with leak around the left cusp. A balloon aortic valvuloplasty (bav) was performed twice resulting in mild paravalvular leak (pvl). The patient was taken off cpb and transferred from the cath lab in stable condition. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.